Manufacturer narrative:
Corrected information was provided in d1 and d4. Upon review, the brand name, catalog, serial and primary UDI number have been updated. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The cause of the injury was not determined due to insufficient clinical details. The cause of the bleed and hematoma was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 was inserted via the axillary graft site to support the 56 year old male patient admitted in with known cardiomyopathy, an ejection fraction of 20%, a history of diamond-blackfan anemia (dba), chronic kidney disease, and hodgkins lymphoma. The patient had presented in scai stage e shock and on inotropes and vasopressors before the 5.5 was inserted. The pump support was successful for 29 days till explanted for a heart transplant in (B)(6) 2024. The medical team reported to abiomed of harms that were documented by the medical team months after the use of the impella. The causal relationship of the pump to harms was unknown. The patient suffered right sided flank pain, with nausea and vomiting, which was medically managed. Also medically managed was the virus cytomegalovirus (cmv). There was also reported bleeding and a hematoma during the time of the pump support. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. None of these harms caused lasting injury that prevented the patient from successfully bridging to the heart transplant. The patient has survived.